Event description:
Boston scientific received information that at routine change out, this chronic implantable defibrillation lead exhibited high out of range shock impedance measurements with the newly implanted implantable cardioverter defibrillator (ICD). The lead/device connections were checked and confirmed to be good. Testing found measurements were out of range when using the proximal coil in the shocking vector. The shocking vector was programmed right ventricular (rv) coil to can with successful defibrillation threshold (dft) tests at 17 joules. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.